Manufacturer narrative:
Evaluation methods, results, and conclusions: engineering evaluation of the returned implant showed that it was manufactured to specifications. Em espe instructions for use indicate that implants placed using less than 35 n-cm of force during seating should not be loaded for at least 4 to 6 months; in this case, the dental profession did not measure the force used to seat the implant and loaded it is 2 months. These factors, coupled with the pt's bone quality, may have contributed to the noted osseointegration failure.

Event description:
On (B)(6) 2012, 3m espe was informed of a surgical procedure required to remove an implant that had failed to osseointegrate in the maxilla of a (B)(6) female pt. The implant, which had been placed on (B)(6) 2012, was removed on (B)(6) 2012. According to info provided by the dental professional, the implant may have been replaced up to five times during that time period. It was noted that on the last removal, an incision was made near the implant and a driver tool was used to back the implant out of the bone.